Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in severely tortuous and severely calcified external iliac artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 12 atmospheres the balloon ruptured. There were no pinhole noted in the balloon material. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was good.